Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin lesion cannot be ruled out. Pruritus was related to device use, although not serious. Skin lesion is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2021. On (B)(6) 2025, novocure received a medical record dated on (B)(6) 2025, indicating that the patient had developed dermatological complications attributed to optune gio therapy, necessitating further evaluation and referral to dermatology. On the same day, the patient was evaluated by a dermatologist, during which one skin lesion was excised, and another was treated with cryotherapy. On (B)(6), 2025, the patient reported that he experienced scalp pruritus. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.